Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient injected with a 1/2 syringe of juvéderm volbella® xc. Three months later, patient experienced "swollen nodules" and "late onset, post inflammatory nodules¿ around the lips. Treatment is noted as oral steroids. Event has improved with treatment. Symptoms are ongoing.